Event description:
It was reported that the asymptomatic patient came into the clinic for routine follow-up. Post-sensed t-wave oversensing was noted. Low amplitude r-wave were intermittently undersensed. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.